Event description:
The surgeon who reported (B)(6) cases of purulent endophthalmitis after cataract surgery in the first facility when using custom paks also reported that she had been in contact with other clinics and found out (B)(6) cases in two different facilities. Patients outcome is unknown. Additional information has been requested with no response to date. This is one of five medical device reports. This report is for the patient from the third facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested, but not received to date. (B)(4).